Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Missed information: patient initials; gender and birthdate; capture issue information; physician's phone number; device code (B)(4) for 'capture'.

Event description:
It was reported in the return device document that the left ventricular lead had no capture after placement.

Event description:
It was reported that a patient presented in operating room for a scheduled system implant procedure. During the procedure the left ventricular lead was positioned. While trying to slit the introducer the lead got pulled back so it was repositioned. The lead exhibited large noise upon testing. The lead was extracted and replaced. The patient was stable before, during and after the procedure and will be continue to be monitored.